Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the day after pacemaker system implant, this right ventricular (rv) lead was surgically repositioned due to lead dislodgement. It was noted that lead dislodgement was confirmed via x-rays. The header port of the pacemaker was damaged during the lead revision while using the torque wrench, and the internal connector part was disconnected. Subsequently, the pacemaker was explanted and replaced. This rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the day after pacemaker system implant, this right ventricular (rv) lead was surgically repositioned due to lead dislodgement. It was noted that lead dislodgement was confirmed via x-rays. The header port of the pacemaker was damaged during the lead revision while using the torque wrench, and the internal connector part was disconnected. Subsequently, the pacemaker was explanted and replaced. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to a1: updated patient identifier.